Event description:
It was reported that a pump module and pc unit fell off an IV pole and when reattached back together, the channels restarted in the wrong sequence on their own. "C" became interchanged with "d", and inadvertently heparin was infused accidentally, as if it was the antibiotic on other channel next to it. After further discussion with the rx manager, the nurse was infusing zosyn (higher rate) and heparin (slower rate). After reattaching, the nurse claimed that heparin infused at the zosyn rate causing an over-infusion. The issue was caught and after observation and labs. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module and pc unit fell off an IV pole and when reattached back together, the channels restarted in the wrong sequence on their own. "C" became interchanged with "d", and inadvertently heparin was infused accidentally, as if it was the antibiotic on other channel next to it. After further discussion with the rx manager, the nurse was infusing zosyn (higher rate) and heparin (slower rate). After reattaching, the nurse claimed that heparin infused at the zosyn rate causing an over-infusion. The issue was caught and after observation and labs. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.